Event description:
While implanting the valve, when checked by transesophageal echocardiography (tee), the anesthesiologist noted a pvl on the right side (perivascular leak). The valve was removed and replaced with a new one. Product had patient contact but no patient harm. Manufacturer response for perceval aortic valve, (brand not provided), (per site reporter). Product returned for evaluation.